Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) alerted due to the right ventricular (rv) threshold being greater than the programmed amplitude or suspended. Review of the device logs demonstrated that the rv pace impedance had recently decreased from 321 ohms to 268 ohms and the shock impedance had decreased from 76 ohms down to 60 ohms. The measurements then appeared to plateau. Low-level signal noise was observed on the rv channel but was not oversensed, while ventricular activity was being sensed by the atrium and resulted in inappropriate mode switching to atrial tachy response. It was noted that the patient had recently undergone a pulmonary vein isolation procedure on (B)(6) 2023. It was planned to see the patient in-clinic and perform provocative maneuvers to assess the lead. The rv lead remains in service and no adverse patient effects were reported. Technical services reviewed the most recent data and confirmed the dip in impedances on all leads around the time of the pvi procedure. All have since returned to the historical trends. It was also noted the morphology change was suggestive of fusion and was observed in atr episodes that had occurred prior to the pvi procedure. Baseline noise/artefact observed intermittently was consistent with myopotential noise and not detected on the rv channel. Technical services agreed that the patient should be seen in the clinic for troubleshooting, to confirm normal system performance and appropriate sensing. No adverse patient effects were reported. The device and rv lead remain implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.